Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was unresponsive. There was no impact to customer's blood glucose level as the pump had not been in use for insulin therapy.